Event description:
It was reported that (1) device was used during an unk procedure. It was reported by the affiliate that the only known info is that the tl30 did not fire any staples. More info to follow. 5/18/1999: additional info from affiliate. The tl30 was applied to tissue and closed down and fired. It was found that apparently no staples were fired from the device. The surgeon used another device to complete the case. There was no pt consequence.